Manufacturer narrative:
(B)(6) - the sample was provided, and an evaluation was performed. The root cause is overstressing of the instrument. The product would have been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
Material no: 88-8335, batch no: b23veo. It was reported by the customer that pin broke from jaw during case while inside patient. Verbatim: pin broke from jaw during case inside patient. Pin was not recovered and hospital is recommending the patient get x-ray to confirm possible product retention. Additional information received 09-may-2023 what is the lot number? B23veo. What was the procedure that was being performed? Laparoscopic appendectomy. Was there any attempt to retrieve the part that fell into the patient¿s body and how? Not to my knowledge. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes. X-ray. What was the patient¿s outcome? I am not privileged to patient information. Was the procedure completed as planned? Yes. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. I am not privileged to patient information. Please describe any additional, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm, if not previously provided. N/a. Please provide any available patient information including: age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. I am not privileged to patient information.